Event description:
Further it was reported that screw broke while screwing in the last milimeters, while tightening the screw on the bonebridge. A self tapping screw was used to fix the plate. Surgeon has not planned another surgery to address the broken screw. There was a surgical delay of 5-10 minutes due to a less pneumatized mastoid. The procedure was completed successfully with the patient in stable condition.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot: possible l473186, l456428, 2l12047, l473186, l683251. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a coronary artery bypass (CABG) for implantation using an unknown cochlear plate and two (2) titanium low profile neuro screws. During implantation, one of the head screws broke away into the cranium but the part of the screw that was already implanted was not removed from the patient's cranium. It is unknown if there was a surgical delay. The procedure was completed successfully. Patient outcome is unknown. Concomitant device: unknown plate (part# unknown, lot# unknown, quantity# 1) and cranial screw (part# 400.836, lot# unknown, quantity 1). This report is for one (1) ti low profile neuro screw self-drilling 5mm. This is report 1 of 1 for (B)(4).